Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported that the device became stuck on the wire, and the procedure was cancelled post-sedation. A 1.85mm jetstream sc was selected for use in a left leg angioplasty procedure within the superficial femoral artery (sfa). During the procedure, the device became stuck on the wire within the sfa. The device would not budge so both the catheter and wire were removed together as a system. The procedure was not completed. No patient complications were reported.